Event description:
Literature was reviewed regarding a patient who had previously been implanted with a medtronic evolut r bioprosthetic transcatheter valve for treatment of severe aortic stenosis. More recently, the patient presented with dyspnea due to right coronary artery (rca) ischemia and subsequently underwent percutaneous coronary intervention (pci). During the procedure, the authors noted difficulty in passing the guiding catheter through the evolut r stent frame and into the rca. With additional troubleshooting the catheter was eventually advanced into the rca which was then balloon dilated and revascularized. The final angiography showed good results without residual stenosis. The patient remained event-free at the 25-month follow-up. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: ishiguro et al. Efficacy of novel techniques using a 4-f, 130-cm jr4.0 catheter for challenging guiding catheter engagement. Jacc case rep. 2025 nov 5;30(35):105483. Doi: 10.1016/j.jaccas.2025.105483. Epub 2025 sep 17. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.